Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. No display anomalies were noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was 5.9 mmol/l. The caller stated that the insulin pump had scrolling numbers without input on the keypad during the carbohydrate entry step. Since the last month, the buttons required two presses to garner a response and finally stopped responding completely. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.